Event description:
This serious spontaneous device report was received from a consumer, which was later medically confirmed by a physician, in the united states. The patient, a (B)(6) female, experienced septic arthritis (knee swollen and painful, and a 102.5 degree fahrenheit fever) and could not walk after receiving the first euflexxa (1% sodium hyaluronate) injection in the right knee for osteoarthritis. On (B)(6) 2014, the patient received the first euflexxa injection in the right knee. On (B)(6) 2014, the patient experienced her right knee swelling, pain and a 103.5 degree fahrenheit fever. The patient was advised by her physician to go the office for a visit. The patient could not walk due to the pain. On (B)(6) 2014, the patient was sent to the emergency room, via ambulance and was hospitalized with a diagnosis of septic arthritis. On (B)(6) 2014, the patient underwent an arthroscopic surgery of the right knee and was treated with vancomycin 1 gram, twice daily for six weeks. On (B)(6) 2014, the patient was discharged home. The pain did not resolve. On (B)(6) 2014, the patient returned to the hospital and underwent two more washouts of the right knee. The patient was still unable to walk due to the knee pain. The patient sated that she was an unsatisfied patron. On unspecified dates, the patient underwent three knee surgeries (unspecified). At the time of reporting, the outcome of the events was not recovered. Euflexxa injections were discontinued. Medical history was not provided. Concomitant medication were provided. Additional information received from the physician and consumer on (B)(6) 2014. No new adverse events reported. Lot number and expiration date updated. Outcome remained 'not recovered' per the patient. Additional information was requested.